Manufacturer narrative:
Product not available for return. Not cleared for distribution in the us. Without the opportunity to examine the complaint product, root cause cannot be determined. Review of complaint history found no additional related issues for this part. Review of device history records found unrelated deviations during the manufacturing process. The non conformances were scrapped.if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that a patient underwent right partial knee arthroplasty on (B)(6) 2007. Subsequently, the patient reported having pain in the operative knee around the proximal tibia and the patella on (B)(6) 2010 which was ongoing on (B)(6) 2012. The patient was given steroid injections for temporary pain relief. This event was later diagnosed as full thickness lateral retropatellar articular cartilage loss and small joint effusion via MRI. Finally the patient experienced a small lateral meniscal tear in the right knee on (B)(6) 2011 which was resolved with trimming during arthroscopy. The oxford components remain implanted.